Event description:
The customer reported that the bolus delivery stopped by itself, and the customer was not receiving the full bolus. The customer stated that the same issue happens twice over the past week. Troubleshooting was performed. Asked the customer to review the bolus history and found that the bolus did not complete. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.